Event description:
Information received by medtronic indicated that the insulin pump had power loss alert. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.